Event description:
It was reported that during an unknown procedure the powered circular stapler anastomosis was incomplete the surgery was delayed 45 minutes. The surgeon used the manual override, opened new stapler and proceeded without further issue. Over sewed anastomosis by hand, the procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4 batch # unk. B3: only event year known: 2023. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: for cdh25p, was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? Regarding "event 1: used manual override, opened new stapler", could you please provide device details (product code/lot#/batch#)? Please provide more details of device malfunction answer : for cdh25p, was the staple line complete? No - open portion of anastomosis did not appear to have any staples in it. Were there any staples missing from the staple line? Yes - portion of anterior side of anastomosis did not appear to be cut or have any staples in it. What was the shape of the staples (b-formation, irregular, legs straight)? There did not appear to be any loose irregular or malformed staples. Device had green checkmark and went through full firing sequence/cut washer as usual. Hole in anastomoses discovered during leak test with scope. Did the device cut? Yes was the cut line fully circumferential around the target tissue? Open portion of anastomosis did not appear to have been cut. If the device fully cut, were both tissue donuts present? Two donuts visualized but not removed from anvil. Surgeon did not inspect donuts. Anvil with tissue immediately placed in formalin and sent to pathology- unavailable for inspection after the case. Surgeon commented that (purse string ) suture may have got in the way. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2023. D4: batch #344c76. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The anvil was missing and there were no staples and no washer present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on a test anvil. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 344c76, and no non-conformances were identified.